Manufacturer narrative:
Device evaluation summary: it was reported that an 81 year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 300cc saline implant, catalog # 3501645, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring less than 0.1 cm in length. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 300cc saline implant, catalog # 3501645, s/n (B)(4) on (B)(6) 2018.